Manufacturer narrative:
Follow up information received on march 26th, that event occurred during testing and no patient involvement.

Event description:
Follow up report generated with customer response. Summary in h 10.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported issue was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The pump had been recently returned for a case damage issue and the rear case was replaced. It was recommended that an expulsor assembly be replaced to bring the delivery accuracy closer to nominal of a range. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +6.15%. The issue was discovered during testing and there was no patient involvement.